Event description:
Transfill tech was removing a just filled e-cylinder from the fill rack. While handling it, the valve exploded from the top of the cylinder and struck them in the abdomen. Pt was hospitalized overnight. No indication of life threatening or serious permanent injury. Cylinder and valve are scheduled for tests and examination to determine failure.